Event description:
It was reported a patient experienced stage iii pressure ulcer on a centrella bed. The patient had been using the bed for approximately two years and the ¿chronic¿ sacral pressure ulcer ¿reopened¿ which subsequently became infected. The patient¿s home health wound care team is currently treating the patient with medihoney alginate dressing and ciprofloxacin (dose, route and frequency not reported). Physical therapy assists the patient out of bed and ambulates the patient three times per day. A baxter pro plus mattress has been ordered. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was evaluated on-site by a qualified baxter technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.